Event description:
It was reported that "a lap supracervical hysterectomy was performed on a patient. The patient returned to the doctor in 2008 complaining of pain and when the doctor did an internal examine, he found that the cup was still attached to the cervix and he removed it."

Manufacturer narrative:
When I receive the investigation report, I will file a supplemental report. The facility report to us that they would be filing a medwatch report on the reported incident.